Event description:
It was reported that during a percutaneous coronary angioplasty (ptca) procedure, a catheter shaft fracture occurred. The calcified lesion being treated was located in the right coronary artery (rca). The characteristics of the vessel are unknown. The 3.00 x 32mm taxus liberte paclitaxel-eluting coronary stent was advanced to the lesion. Upon inflating to deploy the stent, no contrast media was seen under fluoro, therefore, the catheter was removed from the guide catheter. It was observed that fragments remained and a gooseneck snare was used and successfully retrieved the shaft fragments and the stent. The procedure was completed with another of the same device. No further patient complications were reported.

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. Visual and microscopic examination of the device revealed that two breaks had occurred in the hypotube. The first break was measured at approximately 68 cm distal from the strain relief and the second break was measured at approximately 71 cm distal from the strain relief. The device appeared to have been kinked at the points of separation. This type of damage is usually consistent with excessive force being applied to the device upon meeting some form of restriction during delivery. The complaint investigation site conducted a thorough inspection of the potential root causes for the complaint reported and focused on the particular controls currently in practice. The specific root cause is unknown. A review of the shop floor paperwork for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution.